Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had a primary left total knee replacement on (B)(6) 2004. She did well until recently when she developed some pain. She saw [surgeon] for follow up. X-rays revealed some settling (subsidence) of the tibial component. She was scheduled for a revision on (B)(6) 2018. The tibial component was removed and replaced with a scorpio with a short cemented stem. The operation was completed successfully. Some poly wear was noted at revision. Due to hospital policy all available information has been provided here.

Manufacturer narrative:
An event regarding subsidence involving a scorpio baseplate was reported. The event was confirmed by medical review. Method & results: product evaluation and results: the device was not returned but 2 explant photos were provided and are attached. There is some biological material present on the device but it is otherwise unremarkable. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated:the patient underwent a primary left total knee replacement. Patient had this knee revised for settling of the tibial component. Tibial wear was reported by the surgeon at the time of the revision surgery . Photographs explanted scorpio tibial baseplate and insert were reviewed. Considerable wear is noted on the articulating side of the tibial insert with what grossly appears to be pitting and delamination. An ap x-ray of bilateral tka was reviewed. The tibial component of the left tka appears to have subsided into a varus position. There is significantly diminished joint space between the femoral and tibial components consistent with polyethylene wear. Conclusion of assessment: revision of a primary left tka due to loss of fixation subsidence tibial component as well as wear of the tibial insert is confirmed. Further material analysis would be required to determine the root cause. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other events for the lot provided. Conclusions: the medical review concluded: revision of a primary left tka due to loss of fixation subsidence tibial component as well as wear of the tibial insert is confirmed. Further material analysis would be required to determine the root cause. No further investigation for this event is possible at this time as no devices were received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had a primary left total knee replacement on (B)(6) 2004. She did well until recently when she developed some pain. She saw [surgeon] for follow up. Xrays revealed some settling (subsidence) of the tibial component. She was scheduled for a revision on (B)(6) 2018. The tibial component was removed and replaced with a scorpio with a short cemented stem. The operation was completed successfully. Some poly wear was noted at revision. Due to hospital policy all available information has been provided here. Update 30 may, 2018: medical review confirmed loosening/subsidence of the tibial component and wear of the tibial insert. The review concluded: revision of a primary left tka due to loss of fixation subsidence tibial component as well as wear of the tibial insert is confirmed. Further material analysis would be required to determine the root cause.